Event description:
Caller reported a malfunction on the pump, specifically a malfunction 8 with fault ID malf 08-208a. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, as it was under warranty until april 3, 2025. The customer was advised to temporarily use multiple daily injections as a backup therapy. They were informed that the replacement pump would include updated software, and instructions were provided on putting the old pump into storage mode and returning it within 10 days via ups. The replacement pump was sent without needing a signature for delivery.